Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The device was returned for analysis after being explanted for normal battery depletion two and a half years later.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that during an interrogation of the implantable cardioverter defibrillator (ICD), the right ventricular (rv) shock impedance measurement was noted to be at 157 ohms. The patient had been lost to follow up for several years and was in the hospital for a non cardiac procedure. At this time the physician opted to continue to monitor the patient. The ICD and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an interrogation of the implantable cardioverter defibrillator (ICD), the right ventricular (rv) shock impedance measurement was noted to be at 157 ohms. The patient had been lost to follow up for several years and was in the hospital for a non cardiac procedure. At this time the physician opted to continue to monitor the patient. The ICD and rv lead remain in service and no adverse patient effects were reported.